Manufacturer narrative:
The motor error alarmed during the basic occlusion test due to cracked end cap. The pump was unable to confirm prime anomaly due to motor error alarm. The pump passed the displacement test, self-test and unexpected restart error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked reservoir tube lip and minor scratches on the display window noted. There was no moisture damage noted on the electronics assembly. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was not recognizing the reservoir being full and keeps pushing insulin out. The customer states insulin was squirting out. The customer's blood glucose level was 90mg/dl. The customer declined to troubleshoot the device. The customer requested the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.